Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device is also available for testing and evaluation but the engineering report is not yet available. Additional information has been requested, and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that due to a crack in luer hub of the device, pressure could not be built up. Therefore, the stent could not be deployed and was withdrawn.